Event description:
The customer stated that her breeze2 meter would not turn on and that she had to call 911 because she was not feeling well. She also stated she was not feeling well due to the readings she had been receiving on her meter. She declined to troubleshoot because she did not want to go through the process. Customer ended the call when paramedics arrived. No other information is known about the event. The meter is to be returned for evaluation. A replacement meter was sent to the customer.